Event description:
The customer reported via phone call that she experienced unexplained low blood glucose. Customer stated that blood glucose value would be in the 20 and 30 mg/dl range and the sensor would read 70 mg/dl; she did not know if the insulin pump was over delivering insulin. She was getting lost sensor alerts constantly. Customer stated that the serter was not working and the sensors would come out bent or sometimes would not insert and she had bleeding at site. The customer also reported she experienced high blood glucose in the 400 and 500 mg/dl range and was in the hospital a couple of times over the last year because of site infections. One time she just went to the emergency room and got antibiotics. Date of the events were not provided. Customer stated, she stopped using the insulin pump in (B)(6) 2014. Customer did not have products and declined troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-69223.